Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -3.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was removed intraoperatively due to excessive vault. A replacement lens of shorter length was later implanted and the problem resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).